Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead exhibited variable impedance and loss of capture at maximum output. The left ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.